Event description:
On july 11, 2002 a report was received by kmi that the explant of a 10 mm subtalar mba was performed in 2002 to address pain reported by the patient. No indications of a defective or damaged device were reported.